Event description:
Terumo medical received an FDA medwatch report # mw5175412. The event description states: "during the leadless pacemaker (lp) implant procedure, a very elderly patient underwent right groin puncture. When attempting to advance an extra-stiff wire to the superior vena cava (svc), the vessel was found to be tortuous, and the wire entered directly from the inferior vena cava (ivc) into the right atrial appendage (raa), pressing against the raa multiple times. Subsequently, using a jr catheter for contrast imaging, the wire was successfully advanced to the svc, and the procedure continued. The delivery catheter docked with the lp device was then inserted into the right ventricle (rv), and rv imaging was performed to confirm the target position. However, during the attempt to implant the device, the patient's blood pressure dropped to 50 mmhg and spo2 to 70%, indicating cardiac arrest. While performing cardiac massage, echocardiography revealed a small amount of pericardial effusion. Drainage yielded just over 100 cc of blood. Although thoracotomy was not performed, the patient¿s condition stabilized with the introduction of ECMO. It is believed that before the implant procedure began, the extra-stiff wire may have perforated the raa, leading to gradual accumulation of pericardial effusions and cardiac arrest." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)."